Event description:
Additional information was received: the information was reviewed by technical services. A save all to disk was requested to determine whether the current drain is in accordance with programmed parameters. If the measurement occurred right after implant, this may be normal device function due to the timing of the measurement. In addition, programming options were recommended to optimize longevity.

Event description:
- -

Event description:
Boston scientific received information that two months post implant, interrogation revealed this device battery had depleted from greater than eight years remaining longevity to greater than five years remaining longevity. There was concern that the battery depleted more rapidly than expected. Reportedly, the patient with this device is intended for a atrioventricular node ablation in the near future and also has frequent non-sustained ventricular tachycardia episodes and premature ventricular contractions. Intrinsic and lead resistance measurements were within normal range, therefore it was not felt this was related to a lead/device connection issue. An internal technical service consultant was contacted regarding the possible explanation for this issue. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. When additional information becomes available, this event will be updated.